Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that it was unknown if the patient experienced any symptoms related to the motor stall. When asked if the cause of the motor stall was determined, it was stated that they were unable to reply to such technical questions. The duration of the motor stall and actions/interventions taken to resolve the event were unknown. The status of the pump was unknown was well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that there was a targeted drug delivery (tdd) patient pump issue. The motor had stalled and magnetic resonance imaging (MRI) had not been performed and the pump contained pure morphine. The issue was resolved at the time of the report. Additional information received via an image indicated that the my personal therapy manager (myptm) showed error code 8476 [motor stall occurred - critical].